Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported for the past six months the implantable neurostimulator (ins) took too long to charge, they had to charge about once a week, and it wasn't staying charged as long as it used to. It was noted when recharging took place there were six to eight coupling boxes. There were no recent traumas or falls reported that could be related to the issue. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received the event will be updated. Additional information was received from the patient on april 1st 2016. The contributing circumstances were that one stimulator was old, and the other stimulator had an unknown reason. They also indicated that they had an appointment with their physician to change one, and they were monitoring the other stimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.